Event description:
Near the end of (B)(6) 2025 and beginning of (B)(6) 2025. I was prescribe a portable eeg monitors. I had an concerning allergic reaction to the adhesive despite it being listed on my medical records as an allergy and informing my representative with the company. At the time I was unaware of the exuberant medical bill I was sent so I only seeked urgent care aid and did not take picture documentation of the allergic reaction. However, the allergic reaction cause symptoms from bumps and itchiness to swelling of lymph nodes and chest pain. I have contacted the manufacturer company about this several times and received no response.